Event description:
It was initially reported that the physician's handheld was unable to be upgraded. The specific issue and/or error message was not provided. The physician's handheld was successfully upgraded with another flashcard. Good faith attempts for more information and product return have been unsuccessful to date.